Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that aquablation therapy was completed and the patient was transferred into the post-anesthesia care unit (pacu) with a clear catheter. The treating surgeon had gone home and received a call from the pacu staff stating the patient had developed clots. The pacu staff was then advised to flush the catheter. However, the treating surgeon received another call from the pacu staff indicating that the patient coded, was bradycardic, and had to be resuscitated. The treating surgeon returned to the hospital and took the patient back into the operating room. Clots were present; however, no active bleeding was observed. The treating surgeon does not know what caused the reported event and notes that it may have been due to incorrect catheter insertion or the catheter was not filled properly. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. Section 8.33 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). Balloon catheter in bladder with bladder neck traction balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. Note: considerations for cautery: start at bladder neck. Perform focal cautery at sources of bleeding. Sources of bleeding may be covered up by residual tissue ablated by the waterjet (¿fluffy tissue¿). In order to check for all sources of bleeding, first use the loop to remove fluffy tissue. Turn off irrigation and inspect for sources of bleeding under normal blood pressure. C. Start cbi per hospital protocol. Do not allow irrigation fluid bags to become empty. Monitor effluent color. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that after aquablation, the surgeon left the hospital and was notified that the patient developed clots. Shortly after, the patient coded, experienced bradycardia, and had to be resuscitated. The treating surgeon returned to the operating room with the patient and noted that it was unknown what may have caused the reported event to occur. It was then later reported by the treating surgeon that the source of the clots was due to a bleeder and the patient is now doing well. Based on the provided information, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.